Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation and a different device was returned than was originally reported. Visual inspection noted one suture and one needle. One needle was received broken at the swage. The swage of the needle was received attached to the suture. Upon microscopic inspection of the needle swage, normal crimp and swage marks were noted. A tool mark was noted on the main body of the needle near the swage. On the representative sample: a tactile and microscopic inspection of the sutures was performed with no abnormalities. Microscopic inspection of the needles noted no abnormalities. Functional testing found that the opened complaint device was precluded as the needle was returned already broken. On the representative sample: no difficulty was experienced removing the sutures from the retainer. The wire diameter of the needles was verified to be 0.039 inches. The measurement was taken with digital caliper, calibrated asset. A bend moment test was performed on the sealed samples and test results met the minimum bend moment specification for this product, 1700 grams of force per centimeter. It was reported that the needle detached. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the hysterectomy, while sewing the uterus with the suture, the needle broke at the needle-thread connection. The needle did not fall into the patient cavity. Another seam was used to resolve the issue. No patient complications have been reported as a result of this event.